Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (15,000 mcg/ml at 6,097 mcg/day) and ketamine (20 mg/ml at 8.13 mg/day) in flex dosing mode via an implanted pump. It was reported that beginning in (B)(6) 2019 the patient could feel her pump moving/flipping in the pump pocket and she had an increase in pain. The cause of the event was undetermined. The patient was taken to surgery for a pocket revision on (B)(6)2020 to move the pump from the patient¿s abdomen to her back. The hcp was unable to aspirate from the cap (catheter access port) and the expected reservoir volume was 31.8 ml, but the actual reservoir volume was 38 ml. The catheter was subsequently revised during the procedure. A new pump segment of catheter was connected to the existing spinal segment of the catheter. It was noted that the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. Following the revision, the pump dosing was changed to fentanyl (5,491 mcg/day) and ketamine (7.322 mg/day) delivering in simple continuous mode. No further complications were reported/anticipated.